Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) caused the patient to experience diaphragmatic stimulation as the lead was found out to be dislodged. The physician tried to reposition the lead but was unsuccessful. The lead was explanted. No additional adverse patient effects were reported.